Event description:
The pt called lifescan and alleged the one touch basic enhanced meter was dispalying error 2 and retest. They would get error 2 and then turn the meter back on and get the message retest. The pt did not receive medical attention. No action was taken following attempted use of the meter. The customer care rep performed troubleshooting and the error 2 was not resolved. Based on the info obtained from the pt there is indication the product malfunctioned. The meter was replaced and return expected.